Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/malpositioned essure coil (intra cavitary) and pelvic pain ('pain in pelvis') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism, allergic reaction nos (amoxicillin (anaphylaxis). Amoxicillin-pot clavulanate (shortness of breath). Contrast [iodinated diagnostic agents] (anaphylaxis), peritonitis (abdominal infection), pancreatitis, gastric bypass, asthma, gerd, light headedness, insomnia, mixed hyperlipidemia, pancreatitis due to gallstones, epigastric discomfort, emesis, decreased appetite and uterine bleeding. Previously administered products included for an unreported indication: nuvaring and depo-provera. Concomitant products included aciclovir (zoliparin), fluconazole (diflucan), fluoxetine, hydrocodone, ibuprofen, levonorgestrel (mirena) since (B)(6) 2013, metronidazole (flagyl) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced premenstrual syndrome ("premenstrual tension syndrome"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/pain with periods 2-3 times per month/bleeding"), cystitis ("infection: bladder"), vaginal infection ("infection: invaginal multiple infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain with periods"), dyspareunia ("dyspareunia (painful intercourse), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("pain in abdomen"), mood swings ("mood swings"), vulvovaginal pruritus ("vaginal itching"), uterine pain ("uterine pain") and polymenorrhoea ("bleeding 2-3 times per month") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic removal of intrauterine essure coil in (B)(6) 2013 and total hysterectomy (uterus and cervix removebilateral salpingectomy, unilateral oopherectomy - right). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, cystitis, vaginal infection, anxiety, bladder disorder, urinary tract disorder, premenstrual syndrome, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, mood swings and vulvovaginal pruritus outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, uterine pain and polymenorrhoea had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, mood swings, nausea, pelvic pain, polymenorrhoea, premenstrual syndrome, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, following essure the left ostia revealed 0 coils within the uterus and the right ostia revealed 8 coils within the uterus. On (B)(6) 2013, she underwent malpositioned essure removal and mirena placement. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Computerised tomogram abdomen. On (B)(6) 2018: abdomen:unenhanced liver, pancreas, spleen, adrenal glands, and kidneys appear unremarkable. Abdominal aorta is normal in caliber. Mild atherosclerotic changes. Hysteroscopy - on (B)(6) 2013: essure coil free floating within the uterine cavity; ostia visualized bilaterally, no coils protruding from either ostium. Ultrasound scan vagina - on (B)(6) 2013: migration of essure device. Coil in left tube. Due to anaphylactic reaction to contrast dye, unable to 100% ensure with a scar.; on (B)(6) 2013: malpositioned right essure coil seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, anxiety, depression and pelvic pain and following event was described in patient's medical record- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event mood swing, vaginal itching, uterine pain, polymenorrhoea added. Reporter information was added. Outcome of the event bleeding and pain was updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/malpositioned essure coil (intra cavitary)') and pelvic pain ('pain in pelvis') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism, allergic reaction nos (amoxicillin (anaphylaxis). Amoxicillin-pot clavulanate (shortness of breath). Contrast [iodinated diagnostic agents] (anaphylaxis)), peritonitis (abdominal infection), pancreatitis, gastric bypass, asthma, gerd, light headedness, insomnia, mixed hyperlipidemia, pancreatitis due to gallstones, epigastric discomfort, emesis, decreased appetite and uterine bleeding. Previously administered products included for an unreported indication: nuvaring and depo-provera. Concomitant products included aciclovir (zoliparin), fluconazole (diflucan), fluoxetine, hydrocodone, ibuprofen, levonorgestrel (mirena) since (B)(6) 2013, metronidazole (flagyl) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced premenstrual syndrome ("premenstrual tension syndrome"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/pain with periods/ 2-3 times per month/bleeding"), cystitis ("infection: bladder"), vaginal infection ("infection: invaginal multiple infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain with periods"), dyspareunia ("dyspareunia (painful intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), abdominal pain ("pain in abdomen"), mood swings ("mood swings"), vulvovaginal pruritus ("vaginal itching"), uterine pain ("uterine pain") and polymenorrhoea ("bleeding 2-3 times per month") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic removal of intrauterine essure coil in (B)(6) 2013 and total hysterectomy (uterus and cervix remove bilateral salpingectomy, unilateral oophorectomy - right). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, cystitis, vaginal infection, anxiety, bladder disorder, urinary tract disorder, premenstrual syndrome, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia, mood swings and vulvovaginal pruritus outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, uterine pain and polymenorrhoea had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, mood swings, nausea, pelvic pain, polymenorrhoea, premenstrual syndrome, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, following essure the left ostia revealed 0 coils within the uterus and the right ostia revealed 8 coils within the uterus. On (B)(6) 2013, she underwent malpositioned essure removal and mirena placement. Current weight 175 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2018: abdomen:unenhanced liver, pancreas, spleen, adrenal glands, and kidneys appear unremarkable. Abdominal aorta is normal in caliber. Mild atherosclerotic changes.. Hysteroscopy - on (B)(6) 2013: essure coil free floating within the uterine cavity; ostia visualized bilaterally, no coils protruding from either ostium. Ultrasound scan vagina - on (B)(6) 2013: migration of essure device. Coil in left tube. Due to anaphylactic reaction to contrast dye, unable to 100% ensure with a scar.; on (B)(6) 2013: malpositioned right essure coil seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device/malpositioned essure coil (intra cavitary)') and pelvic pain ('pain in pelvis') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism, allergic reaction nos (amoxicillin (anaphylaxis). Amoxicillin-pot clavulanate (shortness of breath). Contrast [iodinated diagnostic agents] (anaphylaxis)), peritonitis (abdominal infection), pancreatitis, gastric bypass, asthma, gerd, light headedness, insomnia, mixed hyperlipidemia, pancreatitis due to gallstones, epigastric discomfort, emesis, decreased appetite and uterine bleeding. Previously administered products included for an unreported indication: nuvaring and depo-provera. Concomitant products included aciclovir (zoliparin), fluconazole (diflucan), fluoxetine, hydrocodone, ibuprofen, levonorgestrel (mirena) since (B)(6) 2013, metronidazole (flagyl) and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 16 days after insertion of essure. On (B)(6) 2014, the patient experienced premenstrual syndrome ("premenstrual tension syndrome"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)/pain with periods/ 2-3 times per month/bleeding"), cystitis ("infection: bladder"), vaginal infection ("infection: in vaginal multiple infection"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/ pain with periods"), dyspareunia ("dyspareunia (painful intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and abdominal pain ("pain in abdomen") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysteroscopic removal of intrauterine essure coil in (B)(6) 2013 and total hysterectomy (uterus and cervix remove bilateral salpingectomy, unilateral oophorectomy - right). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, cystitis, vaginal infection, anxiety, bladder disorder, urinary tract disorder, premenstrual syndrome, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, alopecia and abdominal pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, premenstrual syndrome, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2013, following essure the left ostia revealed 0 coils within the uterus and the right ostia revealed 8 coils within the uterus. On (B)(6) 2013, she underwent malpositioned essure removal and mirena placement. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: abdomen:unenhanced liver, pancreas, spleen, adrenal glands, and kidneys appear unremarkable. Abdominal aorta is normal in caliber. Mild atherosclerotic changes. Hysteroscopy - on (B)(6) 2013: essure coil free floating within the uterine cavity; ostia visualized bilaterally, no coils protruding from either ostium. Ultrasound scan vagina - on (B)(6) 2013: migration of essure device. Coil in left tube. Due to anaphylactic reaction to contrast dye, unable to 100% ensure with a scar.; on (B)(6) 2013: malpositioned right essure coil seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, vaginal discharge, anxiety, depression and pelvic pain and following event was described in patient's medical record- device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet and medical record received. This case became incident. Previously reported event injury nos was replaces with new specified events from pfs: pain in pelvis, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/pain with periods/ 2-3 times per month/bleeding, infection: bladder, infection: vaginal multiple, anxiety, bladder disorder, urinary tract disorder, premenstrual tension syndrome, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss and pain in abdomen were newly added. Event added from medical record- migration of essure device/malpositioned essure coil (intra cavitary). Reporter information updated. Patient demographic information updated. Product information details updated. Essure start date and stop date updated. Other relevant history and lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.